Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2013 in the site #22 (type ii bone). Primary stability was achieved. The clinician states the implant was a spinner. The implant was removed on (B)(6) 2013 due to mobility. Med. History no significant findings.